Manufacturer narrative:
Analysis of the pump noted the cause of the pump update issue was undetermined.

Event description:
It was later reported that they were trying to increase the ptm (personal therapy manger) dose, so the physician put in the settings that he wanted, but when they hit update, it went for a little bit and then stopped; the green light on the physician programmer kept flashing for a while and then after about 2 minutes it would say invalid telemetry, reposition. They repositioned it and it would not move. The update had been tried in 4 different locations and one of them was in a different building. Two of the programmers that were used were also tried with other patients and they had no issues; they used it on one patient in one of the rooms that they had tried and had no issues with the other patient. It was later reported that they tried again to update the pump without any changes to the ptm dosing and it would not go. It was noted that the patient had an infusaport, but no other implanted devices. The pump was running and the patient was able to administer boluses; it wasn't helping though, so that was why they wanted to increase the ptm dosing. On (B)(6) 2013, the patient was able to give one bolus, then later in the morning the patient was locked out, with 6 hours remaining. The patient had a 3 hour lockout and a maximum number of doses of 3/day and that the patient would not have reached that when the 6 hour lockout message was received. The ptm technical report was not available to verify why the patient was locked out. It was later reported that pump could be interrogated, but could not be updated; the cause was unknown. The patient was continuing to receive therapy, but an increase in daily dose was desired and they were unable to program it.

Event description:
Additional information received reported that the patient was to have the pump replaced on (B)(6) 2013. The patient reported that the ptm worked with the pump; however, the patient wished to have the pump replaced. The issues were noted to have started approximately one week after implant. The pump was being used to deliver morphine. Additional information received reported that the pump ¿malfunctioned¿ and was replaced on (B)(6) 2013. The patient stated they had the pump in their possession.

Manufacturer narrative:
Additional analysis result: operational hybrid testing in the pal determined the hybrid to be fully functional with a nominal static current drain of 3.5ua average. No hybrid related anomalies were found. The cause of the programming error was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
There was a bit flip in the telemetry handler memory of the hybrid. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The conclusion code was updated.

Manufacturer narrative:
Additional analysis results: analysis did confirm the field allegation. The pump would not accept an update to the infusion mode and rate using the 8840 programmer. The only time that the pump would accept an update was when a new value was entered for the reservoir volume along with the infusion mode/rate change. The hybrid with the battery attached was removed and during this process a "low battery reset" occurred. The reset was discovered when the pump was interrogated. The reset cleared the issue and the pump then functioned and would update. The hybrid with battery was being sent for further analysis. A supplemental report will be filed should additional information be provided.